Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined. The device was used during the same procedure as was reported in MFR. Report# 2032493-2018-00041.

Event description:
It was reported that resistance was encountered while advancing an embolization coil in the microcatheter. During withdrawal, the coil detached in the microcatheter. The microcatheter was removed; however, 1/2 of the coil remained in the target area and 1/2 of the coil remained in the parent vessel. Several attempts were made to retrieve the coil with a snare device; however, they were unsuccessful. The decision was made to leave the coil in position in the patient. There was no reported patient injury. The patient was reported to be stable.